Manufacturer narrative:
The reported event of abnormal high voltage impedances could not be confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures but found conductor shorts due to procedural damage at the distal portion. The lead impedance test could not be performed due to as received procedural damage to the lead. X-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage. Additional findings unrelated to the reported event: two external insulation abrasions were found proximal to the suture sleeve tie impression breaching the optim sheath only. The cause of the external insulation abrasions was consistent with friction to the device can.

Event description:
It was reported that the patient was asymptomatic. It was noted that high defibrillatory impedance was observed on the right ventricular (rv) lead during a follow up in clinic. The rv lead was explanted and replaced. There were no patient consequences.